Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. Unit powered up properly after battery installation. No device heating up was noted. Unit was downloaded successfully using thus software for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 5.0 received the lowbatteryalert (104) on (B)(6) 2025 20:09:00 faster than expected at 2.45 days. Battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 23:12:00 faster than expected at 3.23 days. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2025 07:53:00 after more than 7 days at 18.74 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement and self-test. No failed battery alarms noted during testing. Alarm and vibration functioned as expected during self-test. The pump was received with normal operating currents. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unit was cut open and a visual inspection of connectors and electronic assemblies was performed. Per visual inspection, all connectors including the battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Isolate battery power loss anomaly to electronic assembly. Unit was received with the following cosmetic damages: cracked case (battery tube), cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations with device heating up and alarm anomaly were not confirmed when no device heating up was noted during testing, and the alarm and vibration functioned as expected during self-test. However, customer allegations with damaged battery cap and cracked case battery compartment were confirmed when unit was received with original battery cap missing battery cap contacts and cracked case (battery tube) was noted during visual inspection. Additionally, customer allegations with unexpected battery power loss was confirmed when the baat tool concluded the customer experienced an unexpected power loss of less than 7 days per the pump history records. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s pump became hot, beeped loudly, turned off, and would not turn on again after replacing the battery. A crack in the battery compartment, battery cover and loose metal contacts on the battery cover were identified. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting confirmed the physical damage, and the customer was advised to discontinue use of the pump and revert to alternative therapy per their physician's instructions. The customer was instructed to place the pump in storage mode, record all pump settings, and contact medtronic to activate the warranty on the new pump upon receipt. The customer was also informed of good pump care practices. The customer will discontinue use of the insulin pump. Mmt-1886 was requested, and the customer response was that the device will be returned.